Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to a suspected infection was reported to abbott. Antibiotic solution was used to wash out the incision areas. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-00948, 1627487-2023-00700, and 1627487-2023-00701. It was reported that the patient experienced an infection at the lead site. Surgical intervention was undertaken on (B)(6) 2023 where the system was explanted. Saline and antibiotic solution was used to wash out the incision areas.